Event description:
User reported false positive result. No additional information relating to follow-up testing was provided. This is report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to 3014862188-2022-00486,7: report 2, 3 of 3 ((B)(6)).